Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the user was about to calibrate his insulin pump and insulin pump was shut off and then it rebooted after a minute with two insulin pump error alarms. Troubleshooting was done for insulin pump error alarms. Customer was able to clear the alarm. Customer was able to complete insulin pump rewind. Customer stated that the fill cannula was not recorded in daily history. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.